Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was chosen for a laa (left atrial appendage) closure using a 14f amplatzer amulet delivery sheath. The laa was measured in transesophageal echocardiogram (tee) and angiography with a landing zone of 22mm and depth of 30mm. The shape of laa was hammer. During the procedure, the patient's activated clotting time (act) levels was above 250s and heparin was administered. After unsuccessful attempts of positioning the occluder below the circumflex artery (cx), the occluder was repositioned more into the laa orifice because of patient's anatomy. During the repositioning, the olive shaped occluder was pushed through the wall of the laa and into the pericardium and a pericardial effusion was noted. The device was removed form the patient prior to release. The pericardial effusion was resolved by medication. The implanter believes the pericardial effusion was not caused by the device. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, after unsuccessful attempts of positioning the occluder below the circumflex artery (cx), the occluder was repositioned more into the laa orifice because of patient's anatomy. During the repositioning, the olive shaped occluder was pushed through the wall of the laa and into the pericardium and a pericardial effusion was noted. The device was removed from the patient prior to release. The pericardial effusion was resolved by medication. The implanter believes the pericardial effusion was not caused by the device. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.